Event description:
During the insertion of the laparoscopy through the trocar bleeding was noted. Hypotensior was noted and the trocar was removed and an exploratory lap was performed. A small wound to the anterior aorta was noted and repaired. The patient received 5 units of blood and ICU observation. She was discharged home 8/30/93 in stable condition. The doctors evaluation of the event includes that the protection sheath did not immediately cover the end of the trocar.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.